Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00418, 3005168196-2016-00419.

Event description:
The patient was undergoing a coil embolization procedure in a fistula using ruby coils. During the procedure, the physician advanced a ruby coil through another manufacturer's microcatheter and into the fistula but was unable to detach the coil. Therefore, the physician pulled back on the microcatheter; however, the ruby coil unintentionally detached with part of the coil in the main vessel. The physician required a snare device to remove the detached ruby coil from the patient and then attempted to deploy two new ruby coils but was unsuccessful. The two ruby coils were removed and the procedure was completed using another manufacturer's coils. There was no report of an adverse effect to the patient.